Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis coincident with dianeal pd2 therapy. On (B)(6) 2012, the patient was admitted to the hospital. Admitting diagnosis was not reported. On (B)(6) 2012, the patient experienced peritonitis manifested as cloudy drain. On (B)(6) 2012, antibiotic therapy was started. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with amikacin/l pds (25mg as a loading dose) and then amikacin/l pds (12.5mg as a maintenance dose).

Manufacturer narrative:
(B)(4). Follow-up was received by the nurse. The adverse even of peritonitis was amended to bacterial peritonitis culture positive for gram stain coccobacilli. The nurse stated that peritoneal culture from the catheter tip showed occasional gram positive coccobacilli. On (B)(6) 2012, the dialysate culture showed no growth. On (B)(6) 2012, the catheter was removed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.